Event description:
Reporter alleged glucose result was 97 mg/dl after taking 50 units of insulin and I diabetes medication pill in the morning, time not provided. It was reported at 6 am glucose was 49 mg/dl and emergency technicians arrived 5 minutes later and glucose was tested at 124 mg/dl. No medical treatment was reportedly recevied and customer was given dietary adjustments. A request was made for the return of the suspect device and replacement product was sent.